Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged high bg event and pump error 43 alarm on (B)(6)2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. Successfully downloaded the trace and history files using thus. The pump was cut open to perform a visual inspection. Found moisture damage on the electronic assembly (pcba 1 and pcba 2), corroded battery tube, and rust on the motor and force sensor, and corroded motor home switch during the visual inspection. No pump error 43 alarm noted during testing however, a review of the history files shows on (B)(6) 2021 between 20:54 and 21:24 there were nine (9) pump error 43 alarms that occurred. Pump error 43 alarms that are in the located in the history files on (B)(6) 2021 are due to corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing however, pump error 43 alarms are in the located in the history files on 9/23/2021 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose level. Blood glucose level at the time of incident was 450 mg/dl and the current blood glucose level was 553 mg/dl. Customer had been using insulin pump within 48 hours of reported. It was reported auto mode feature was not active. Customer reported that insulin pump had pump error alarms and not delivering insulin. It was reported customer able to clear the alarm and unable to rewind the pump. It was reported insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.